Event description:
Customer reported that their t:slim x2 pump battery would not charge despite using the tandem charging cable and wall adapter, and leaving it connected for 30 minutes. There was no adverse impact to the customer's blood glucose level. Customer noted that the usb port was loose, causing the cable to disconnect. Technical support arranged to send a replacement pump along with a new charging cable and wall adapter. Customer expressed appreciation and satisfaction with the resolution.